Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed in an unspecified mode to deliver 400mg/200ml of naropin with 500mcg of sufentanyl. No specific programming parameters were provided. At an unspecified time, the delivery was initiated. After an unspecified length of time, the patient became bradycardic and the patient's blood pressure decreased to an unspecified level. Reportedly, the patient was treated with defibrillation, light resucitation, unspecified doses of atropine and adrenaline and was stablized. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. This report represents all the information known by the reporter upon query by hospira personnel.